Manufacturer narrative:
The reported pump exchange due to thrombus was reported in MFR. Report # 0002916596-2013-00678. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
A review of the log file captured 200 low flow events between (B)(6) 2020. A second review of a new log file noted that the patient continued to have low flow alarms. It was reported that the low flow alarms are intermittent but frequent and have been ongoing for some time. The patient was asymptomatic at the time of the alarms and was otherwise doing well. Medications were adjusted and the patient will continue to be monitored. It was reported that the physician requested low flow software. It was reported that the patient had been implanted twice before with an initial implant on (B)(6) 2009 and a pump exchange on (B)(6) 2013 for thrombus. The patient's left ventricle internal diameter was 4.7 centimeters on initial implant. Chest x-rays taken at the initial implant were nearly vertical with no change at the 2013 pump exchange. The pump exchange included a new inflow cannula as well. The left ventricle has been partially obstructed for many years. There was no depth to the pocket at the initial implant or at the pump exchange. No specific cause was identified for the current cannula obstruction. The patient was exchanged to an epc controller with a low flow limit of 2.0 liters per minute (lpm). The patient had no further alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a malpositioned inflow conduit could not be confirmed through this evaluation because the device remains in use and no images showing the misalignment were provided. Review of the submitted log files confirmed low flow alarms which reportedly resolved when the patient was provided controllers with a decreased low flow threshold. The submitted log file contained low flow alarms when the estimated flow dropped below a threshold of 2.5 lpm. The pump speed remained above the low-speed limit for the duration of the log file. The patient was provided two epc controllers with a low flow limit of 2.0 lpm with serial numbers (B)(6) and (B)(6). It was reported that the patient was exchanged to the epc controller and the patient has no further alarms at this time. It was reported that at implant, the patient¿s left ventricle internal diameter was 4.7 centimeters and a chest x-ray showed the cannula nearly vertical. It was reported that it always has been partially obstructed, for many years. There was no depth to the pocket at implant. It was reported that no specific cause for the cannula obstruction was identified. The patient was asymptomatic at the time of the low flow alarms and is otherwise doing well. Medications were adjusted and the center will continue to monitor the patient. The patient remains ongoing on vad support and no further issues related to this event have been reported. The heartmate ii lvas IFU provides instructions regarding the installation and orientation of the sealed inflow conduit. This document states to take care to avoid orienting the inlet towards the interventricular septum and care must be taken to avoid excessive angulation of the sealed inflow conduit once the left ventricular assist device is in-situ. Pump function will be compromised in the presence of inlet obstruction. The hmii lvas IFU explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing this event.